Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician observed an increased threshold and low pacing impedance. The issue was resolved by reprogramming the pacemaker. The patient was stable and experienced no adverse health consequences.